Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac arrest and hypertension.

Manufacturer narrative:
The device was returned for evaluation. Visual analysis did not discover any anomaly that could contribute to the reported event. Further analysis performed including vibration and temperature cycle testing, found no anomaly. A longevity assessment was performed and found that battery voltage is above elective replacement indicator (eri) and is within normal operation.